Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information has been obtained thus far that would/could disassociate the device system and event. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: 694765, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a lead integrity alert triggered. Review of the egm revealed that the r wave seemed distorted and wide with oversensing. Further review indicated that there was ventricular tachycardia and ventricular fibrillation present with undersensing. The patient was reported as expired with the undersensing likely due to poor heart function during death from other cause as organs shutting down. The patient was reported as being in hospice care and no cause of death was reported. Although no cause of death was reported it was noted that the device was not suspected in relation to the death.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.